Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 8a and 8b failed, and it was unable to recover. The field service engineer (fse) had found that main 4.2 had not been sensing as closed. The fse had tightened the screws on the latch and inspected the mechanism. Upon further examination, the fse discovered that the latch sensor connection had not been fully seated and had corrected the issue, restoring proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.